Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and forwarded to the supplier for evaluation. The device appears in a used condition, the active tip of the device shows signs of activation. No obvious visual damage is noted on the shaft, handle cable or plug of the device. The device passed the continuity, capacitance and hipot tests. The device was connected to a vapr vue generator and the cut and coag tests passed. During investigation the device was connected to a suction unit and the device extracted 17ml of liquid over the course of a minute, confirming the fault reported by the customer. The requirement is that the device should extract between 150ml and 260ml per minute. The blockage reported by the customer has been confirmed. To further investigate the blockage, the device handle was dismantled. No blockage was detected in the suction tube. A leak test was performed on the device by applying a positive pressure of approximately 3 psi from a compressed air line, down the suction tube while the body of the handle was immersed in water. A leak was detected in the handle between the internal metal active suction tube and the flexible external suction tube would have caused a reduction in the flow through the device during use allowing the buildup of procedural debris and the blockage reported by the customer. Further investigation into this failure mode is being conducted under a supplier CAPA ((B)(4)). This investigation work is being coordinated by the CAPA team and once this investigation has concluded an updated report will be added to the complaint file and sent to the customer. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy the electrode clogged after a very short time of use. The electrode was replaced by another one that worked fine.